Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant procedure, a patient experienced endophthalmitis. Additional information has been requested. This is one of two reports from this facility.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product. The file indicates the following: "company lens was examined by the clinic and excluded as the cause. After initial examinations, the clinic identified a skin germ as a possible cause". Results from the product & sterilisation history records review indicated the product met release criteria. (B)(4).